Event description:
Complainant alleged that during a routine preventative maintenance check, the device's pacer function was found to be out of specified tolerances. The complainant indicated that there was no patient involvement in the reported failure.